Manufacturer narrative:
E1 initial reporter facility name: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient's pump was alarming, and the screen read ¿no disposable; pump won¿t run.¿ the pump was currently off. The distributor instructed the patient to close a clamp on the tubing and remove the cassette. Bubbles were observed in the tubing that extends across the top of the cassette. The tubing was massaged, the green tab was depressed, and the cassette was tapped against a firm surface. The cassette was reattached, and the pump started. The screen again read ¿no disposable; pump won¿t run.¿ the above steps were repeated a second time with the same results. The pump was powered down, and the clamp remained closed. The distributor advised the patient to call the doctor. The medication is 5-fu, the reservoir volume is 25.9 ml, the rate is 1.1 ml/hr, and the amount given is 29.15 ml. The event occurred while in use with a patient at the patient¿s home, and the operator of the device was a health professional. The device is not available for evaluation/return. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.